Manufacturer narrative:
Investigation is ongoing.

Event description:
A report was received from (B)(6) through the edwards clinical specialist indicating that during an edwards sapien pulmonic transcatheter heart valve procedure, there was a vessel dissection in a narrow segment of the inferior vena cava (ivc) into the femoral vein. The 26mm sapien valve was deployed into this vessel to cover the injury. Case summary: after left coronary artery (lca) fistula closing using a coil, the patient was prepared for implanting a pulmonary valve. For this purpose, a kinked area of the left femoral vein was passed with a non-edwards' balloon 12mm x 2 cm and pre-dilatated with 6 atm repeatedly. The pulmonary artery (pa) was pre-dilatated with a vacs iii 25mm x 4 cm at 4 atm, showing the lca/rca (right coronary artery) and andra stent 39mm was implanted with 4 atm in pa position. The 26mm sapien was prepared and tried to be placed. After several maneuvers, the guide wire was lost. The system was withdrawn into the femoral vein, where a rupture occurred. It was no longer possible to advance/withdraw the delivery system forward or backwards, so the valve was left in the half-open state in a narrow segment of the inferior vena cava (ivc) to cover the rupture. No over-stenting of the valve was required as the collateral veins were present.

Manufacturer narrative:
Per the sapien valve instructions for use (IFU), among the potential risks specifically associated with pulmonic valve replacement and bioprosthetic heart valves includes injury of vessel or at site of venous access that may require intervention or surgical repair. The pulmonic sapien procedure is contraindicated in patients who hav ileo- femoral venous stenosis that may prevent the placement of the introducer sheath and/or central venous vascular tortuosities that may prevent advancement of the delivery system to the heart or into the pulmonary artery. Per the physician's training manual, the pulmonic sapien procedure is also contraindicated in patients with femoro-iliac vessels with luminal diameter smaller than 7 mm and/or severely tortuous. In this case, the patient had a stenosis that had to be predilated; however, the vessel was not reported to be tortuous, and the luminal diameter was not provided. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Evaluation of the patient, including a pre-operative angiographic assessment to assess condition, dimensions, functionality, and position of the bilateral femoro-iliac veins and the pulmonary conduit, is emphasized on the physician's training manual for the pulmonic edwards sapien valve. The exact cause for the reported vessel dissection in this case cannot be confirmed; however, there are several factors that can contribute to this type of issue, including patient anatomy, vessel characteristics, and procedural factors. It was reported that there was a "kinked" area of the left femoral vein (translated to mean stenosed), which was pre-dilated repeatedly. This could have contributed to the resistance encountered while trying to advance the valve. Furthermore, there was no report of an edwards' device malfunction. Cine (fluoroscopic) images were provided to edwards for review; however, there were no images of the sapien valve and no images of the femoral vein rupture. Therefore, no additional information could be determined from the images provided. According to the edwards sales representative, no additional information regarding this event is available. No further actions are possible at this time.